Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified, in the labeling as a known. Potential adverse event following icl implantation.

Event description:
A healthcare professional reported, that following an implantable collamer lens (icl) implantation procedure. The patient experienced excessive vault. In a separate visit, the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports.